Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set was fell off during use on 2024. The infusion set was in use for less than 24 hours. No further information available.